Event description:
The technician alleged that the ground resistance reading was open. No patient injury reported.

Manufacturer narrative:
The technician replaced the power cord to resolve the issue.